Manufacturer narrative:
(B)(4). The gripper line is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the suspected gripper/lock line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. During post-procedure echocardiogram, a line was noted coming from the clip to the right atrium. It was noted that the gripper line and lock line were removed without difficulty; however, it is suspected that a portion of one of the lines had separated and remains in the clip. The patient was confirmed to be stable and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the lock line and gripper lines were returned and investigated. The reported break could not be confirmed as the returned lines measured full length and the manufacturing ends were noted to be present. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to retrieve mitraclip nt system components (foreign body in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported break could not be determined as the retuned gripper and lock lines measured full length and the manufacturing ends were noted to be present. Additionally, the reported patient effect of foreign body in patient appears to be related to the reported break (suspected). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.